Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having problems with sensor. Customer received excessive "meter blood glucose", change sensor and bad sensor. Customer's blood glucose was 413 mg/dl due to being busy and forgetting to take insulin. Customer was advised that sensors would be replaced.